Manufacturer narrative:
The processor unit has been returned to the service center for testing and analysis.

Event description:
It was reported that a patient experienced a perforation during a procedure. The patient required hospitalization for several days. The physician suggested that over insufflation may have been a factor in the event.